Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos and mirena. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (full hysterectomy, ablation, bilateral salpingectomy). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Essure confirmation test was done in (B)(6) 2013 (results not available). Essure removal details: robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy. However, right ovarian cystectomy multiple, and postoperative cystoscopy intraoperative findings: anterior abdominal wall thin omental adhesions, bladder scarring to the uterus, bilateral polycystic ovaries, right with larger cyst than left. Specimens: left fallopian tube and right fallopian tube, uterus and cervix, right ovarian cyst wall. Most recent follow-up information incorporated above includes: on 02-apr-2020: reported added, patient's dob, height and medical history updated, event "injury" replaced for "abnormal bleeding" and "nickel allergy". Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in 2010, pregnant in 2010, pregnancy test positive, fatigue, tenderness, nausea, constipation and leukorrhea. Previously administered products included for birth control: oral contraceptive nos and mirena. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (full hysterectomy, ablation, bilateral salpingectomy). Essure was removed on (B)(6)2013. On (B)(6)2013, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2013 (as per pfs discrepancy noted). Essure confirmation test was done in (B)(6)2013 (results not available). Essure removal details: robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy. However, right ovarian cystectomy multiple, and postoperative cystoscopy intraoperative findings: anterior abdominal wall thin omental adhesions, bladder scarring to the uterus , bilateral polycystic ovaries , right with larger cyst than left. Specimens: left fallopian tube and right fallopian tube ,uterus and cervix, right ovarian cyst wall. Most recent follow-up information incorporated above includes: on 10-jun-2020: medical records received, reporter , patient demographic ,patient relevant history, concomitant ,lot number condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in 2010, pregnant in 2010, pregnancy test positive, fatigue, tenderness, nausea, constipation and leukorrhea. Previously administered products included for birth control: oral contraceptive nos and mirena. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (full hysterectomy, ablation, bilateral salpingectomy). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Essure confirmation test was done in (B)(6) 2013 (results not available). Essure removal details: robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy. However, right ovarian cystectomy multiple, and postoperative cystoscopy intraoperative findings: anterior abdominal wall thin omental adhesions, bladder scarring to the uterus , bilateral polycystic ovaries , right with larger cyst than left. Specimens: left fallopian tube and right fallopian tube ,uterus and cervix, right ovarian cyst wall. Lot number: a64631 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in 2010, pregnant in 2010, pregnancy test positive, fatigue, tenderness, nausea, constipation and leukorrhea. Previously administered products included for birth control: oral contraceptive nos and mirena. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (full hysterectomy, ablation, bilateral salpingectomy). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Essure confirmation test was done in (B)(6) 2013 (results not available). Essure removal details: robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy. However, right ovarian cystectomy multiple, and postoperative cystoscopy intraoperative findings: anterior abdominal wall thin omental adhesions, bladder scarring to the uterus , bilateral polycystic ovaries , right with larger cyst than left. Specimens: left fallopian tube and right fallopian tube ,uterus and cervix, right ovarian cyst wall. Lot number: a64631, manufacturing date: 2012-10, expiration date:2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.